Event description:
Follow up to add explant date.

Manufacturer narrative:
This report updates section d6b, d9 and b5 based on additional information received by the manufacturer. Nevro submits this report in compliance with FDA's medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response. H3 other text : device was not returned.

Event description:
Additional information reported on april 15, 2026, indicates that the explant took place on (B)(6) 2021, and that following the explant, the patient has experienced a history of rehospitalizations and placements in nursing facilities, along with further complications, such as pressure wounds, related to the spinal cord injury and paralysis.

Manufacturer narrative:
Updated sections: b2, b5, g3, h2. H6 - health effect - impact code, health effect - clinical code. Corrected section: d6b. Nevro submits this report in compliance with FDA's medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response.

Event description:
It was reported that a patient experienced numbness in lower extremities and was hospitalized due to lack of sensation. The physician surmised that there was an abscess in the thoracic spine causing cord compression. At the time of this report, the patient was waiting for an explant. However, the explant had not been confirmed.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.